Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that her son's onetouch ultralink meter was prompting an error 1 message. Per the onetouch ultralink user guide the error 1 message prompts when there is a problem with the meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient's mother stated that the alleged issue began on (B)(6) 2012 at 12 a.m. While they were camping. The patient's mother mentioned that she noticed a "white powdery substance in the battery contact section of the meter." The patient reportedly manages his diabetes with insulin pump therapy and his mother denied that he made any changes to his normal diabetes management due to the alleged issue starting. The patient's mother claimed that an hour prior to the alleged issue starting the patient had felt symptoms of "irritation, hunger and thirst." The patient's mother stated that patient was given water and insulin throughout the morning to correct his blood glucose (the patient was being treated from 1am-5am on the day of the alleged issue). The patient's mother informed the cca that his last dosage (3.2 units of humalog) was given at 5am on (B)(6) 2012. The patient's mother mentioned that she purchased a backup ultramini meter and was able to test her son's blood glucose at 1:26 a.m. On (B)(6) 2012 and obtain a blood glucose result of "283 mg/dl." At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time. The alleged error 1 message was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient began prior to the alleged issue starting. However, this complaint is being reported because the alleged error 1 message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.